Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Bruan melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states byb. Bruan medical, inc.

Event description:
As reported by the user facility information in australia: "underinfusion." According to the customer: "the next reported incident occurred on (B)(6), 2022. It was reported that a 600ml bag of medication was programmed to be infused over 2hrs. At the end of the 2hr infusion, the bag was found to have approximately 120mls remaining. Again, 2x upstream alarms were sounded in the infusion prior to the reported incident, and the line was not changed before the reported infusion was commenced. No alarms were triggered during the infusion under investigation."